Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
Two devices with the same reported lot number of 0200921851 were received for investigation and evaluation. Both devices were received empty and used. Based on the initial report received from the customer a report of fast flow with patient contact and a leak with no patient contact were received. However, the devices received were not identified to specify which device was the actual device used in the complaint of fast flow. Therefore, both devices were tested for the reported conditions of fast flow and leak. Method: both devices underwent a visual observation, infusion verification, pressure pot testing, flow accuracy rate testing, and leak testing. Results: pump #1- a visual observation found the pump was returned empty. The pump was refill with 270ml of 0.9% saline, there were no leaks observed at this time. The pinch clamp was opened and infusion was observed at the distal luer. Flow rate accuracy testing was performed, and the pump yielded a rate of 10.42ml/hr which is within specifications with a +/-15% tolerance. Pressure pot testing was performed on the flow restrictor. After 2 hours of testing, the glass orifice yielded a flow rate of 9.88ml/hr, which is within specifications with a +/-15% tolerance. The tubing was cut distal to the blue connector in order to drain the saline. The tubing was than bonded back together and refilled with 30ml of 0.9% saline. No leaks were observed during the filling process, the pump was then injected with food grade dye and refilled with 0.9% saline. The pump was pressurized and no leaks were detected. Pump #2 - a visual observation found the pump was returned empty. The pump was refilled to 270ml of 0.9% saline. There were no leaks were observed at this time. The pinch clamp was opened and infusion was observed at the distal luer. Flow rate accuracy testing was performed and the pump yielded a rate of 9.89ml/hr which is within specifications with a +/-15% tolerance. Pressure pot testing was performed on the flow restrictor with the tubing detached from the pump. After 2 hours of testing, the glass orifice yielded a flow rate of 9.09ml/hr, which is within specifications with a +/-15% tolerance. The tubing was cut 2 inches distal to the blue connector in order to drain the saline. The tubing was than bonded back together and refilled with 30ml of 0.9% saline. No leaks were observed during the filling process, the pump was then injected with food grade dye and refilled with 0.9% saline. The pump was pressurized and no leaks were detected. The instructions for use (IFU) were reviewed and per the IFU (14-60-588-0-02), the easypump lt is indicated for continuous delivery of medications through intravenous, intra-arterial, intramuscular, subcutaneous or epidural routes. Infusion times may vary due to fill volume, temperature, storage time, drug/diluent, catheter type, use of detergents or alcohol, and kinked tubing from clamp. Filling the pump less than nominal results in faster flow rate. The easypump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 °c/88 °f) and the tubing should be under the patient¿s clothing. If the easypump lt is used with the flow restrictor at room temperature (20 °c/68 °f), delivery time will increase approximately by 25%. An easypump lt 270-24 when filled to nominal (270ml) will infuse in 27 hours. The labeled flow rate when filled to nominal is 10ml/hr. Conclusion: the investigation summary for pump #1 and pump #2 concludes that a fast flow was not observed on either pump. During the flow accuracy test, the pumps specifications. During the pressure pot testing, the flow rate met specifications using the average bladder pressure. A leak test was performed, the pumps were pressurized and no leaks were detected. The total fill volume was not reported as well as other use conditions; therefore it cannot be determined whether the device was used in accordance with the instructions for use or if user/facility conditions caused or contributed to this event. Based on the investigation, sample evaluation and DHR review no defects were found. Both returned devices functioned within specifications. This incident has been included in our complaint handling database, which we actively monitor and trend.

Event description:
Flow rate: 10ml/hr. Procedure: chemotherapy. An international distributor relayed a report from a customer in (B)(6) of a pump's infusion that ended sooner than expected. It was reported that the pump was empty after 17 hours. The pump was filled in the pharmacy on (B)(6) 2014. No patient injury nor medical intervention were reported. Additional information was requested; however, it was reported that no further information is available. The device is available for return.